Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 44 mg/dl, which was treated with food and juice. Customer also stated that paramedics were called, but the customer was not transported to the hospital. Blood glucose level at the time of the call was 55 mg/dl. Customer was wearing the insulin pump at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.